Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy the thread was broken. Therefore it could not be screwed. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device. It was not necessary to switch the surgical technique or do a second surgery. Update 31-jan-2023: the device broke inside the patient´s body but was retrieved.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation noted that the swivelock screw oval vent was damaged. The most likely cause is excessive force/friction during use or insertion. The cause remains error use. Functional testing was not performed due to the damage to the device.